Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an unknown implantable neurostimulator (ins). The patient had their ins for 9 or 9.5 years but then it was replaced due to normal battery depletion. When it was replaced the healthcare professional (hcp) came out and said that the leads had been damaged. So now the ins is inside but nothing works. The caller thinks the leads were damaged when the patient broken the tip of their tailbone and had tailbone surgery. The patient cannot get a new one because of scar tissues. The caller was redirected to follow up with their hcp. No further complications were reported/are anticipated.